Event description:
It was reported that an ilet user experienced hypoglycemia after pausing the pump for approximately 45 minutes during a run, while following a low-carbohydrate diet and announcing a meal about 45 minutes before eating; blood glucose later stabilized to 84 mg/dl after consuming approximately 18 grams of carbohydrate. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included resolution without hospitalization. Investigation included complaint intake, user education on meal announcements for low-carbohydrate intake, and review of device alerts. Investigation of this case revealed no device malfunction and no component failure, with user factors related to exercise, pump pause, and pre-meal announcement timing considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to user physiology and operational use during exercise. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.